Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be failed.

Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, thrombosis occurred. A taxus express2 stent was implanted in an unk vessel. Sixty days post procedure, the pt presented with thrombosis. A promus stent was implanted to treat the thrombosis. One year later, the pt was taken off plavix and thrombosis occurred again. An unk bare metal stent was deployed and a year later thrombosis occurred. It was recommended that the pt undergo a bypass procedure. The physician who reviewed the case at a conference believes that the repeat thrombosis is due to a long dissection which occurred when the taxus express2 stent was implanted. Additional info has been requested and is not available.